Event description:
Customer reported receiving a no delivery alarm on the insulin pump when filling the tubing. Customer replaced the battery and received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 224 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.